Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a high out-of-range pace impedance greater than 2000 ohms on the right ventricular (rv) channel. Loss of capture was also reported and the patient was noted to have not felt well prior to follow-up with their clinic. A revision procedure was performed in which the lead was tested and found to be functioning normally. The issue was determined to be due to the pace/sense portion of the rv lead not being inserted correctly into the header of the crt-d. The lead was reinserted and all subsequent diagnostic measurements were within normal limits. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.